Event description:
It was reported that after the needle was inserted via the right subclavian vein, the metal portion disconnected from the plastic "connector" or hub. The metal portion of the needle became "stuck" in the pts' body. As a result, a surgical procedure was necessary to extract the needle from the patient's body. The needle was removed from the pt's body in another hospital facility by a cardiovascular surgeon. The patient outcome is unk at this time. Add'l info received from the distributor on 11/18/2010 stated that "central venous catheterization set was established for the subclavian vein. Needle "flowed" on, hammered in a shallow dish in the vicinity of the trachea. The pt was good, everything was fine. The woman was transported to the vascular department at another hospital in order to remove the needle from the vessel. The needle was removed by surgery under general anesthesia. After that she returned to the department of neurology in the same day. This does not hurt the health of the patient."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.